Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was admitted to the hospital approximately ten weeks ago with septic shock, (B)(6) and endocarditis. The patient¿s implantable cardioverter defibrillator (ICD) system was then explanted fourteen days later. Antibiotic treatment was necessary for the patient and then a new system was implanted. No further patient complications have been reported as a result of this event.